Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that there was impedance of over 10,000 ohms. It was noted that the lead was not implanted and a different product was used. It was noted that the issue was resolved.